Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient indicated that her pump began to make a strange noise. The patient removed the power pack and reinserted and the infusion device displayed a 77 on the display screen. The patient indicated that the power pack was less than 1 week old. The patient reported that she was aware of the recall and had been changing her power pack every 2 weeks. The patient replaced her power pack and the infusion device worked correctly. No physiological issues were reported. No product will be returned.